Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Factors that may contribute to suture detachment during knot advancement may include, but are not limited to, tensioning angle not coaxial, pushing more than tensioning the rail limb. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: suture placement in the right common femoral artery was performed with a prostyle device using the pre-close technique via a 7f sheath hole prior to the endovascular aneurysm repair (evar) procedure. The suture of one prostyle device was successfully placed. The sheath was upsized to a 10f sheath, and the evar procedure was completed. Reportedly post procedure, during knot advancement with the suture trimmer, the suture broke. The device was removed, and a new prostyle was attempted, but the same failure occurred. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional prostyle device with reported issue referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the unspecified access site was performed with a prostyle device using the pre-close technique prior to a endovascular aneurysm repair (evar) interventional procedure. Reportedly, during knot advancement with the suture trimmer, the suture broke. The device was removed and a new prostyle was attempted, but the same failure occurred. The sutures of a third prostyle device were successfully used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.